Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window were noted during the visual inspection. No button error alarms were noted. The insulin pump was monitored. The insulin pump passed the self test and displacement test. No constant tone alarm was noted. Moisture damage was noted on the electronic assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump was making a long beeping sound. Customer stated that the insulin pump had recently been exposed to sweat. Customer stated that the insulin pump's screen showed that there was no insulin in the pump. Blood glucose level at the time of the call was not provided. No further information was provided.